Event description:
The ICD was implanted by the physician without the presence of a field clinical engineer (fce) in 2003. The physican had programmed the device to only brady support. Two days later, the fce was called to turn on the device and to test fv induction. The measured date was found to be in defib off and the brady support programmed by the physician. The lifetime diagnostics showed device charging history values. The physician confirmed that when the device was interrogated at implant he observed in the summary, defib off but did not take a look at the lifetime diagnostics. The decision was made to explant the device.